Manufacturer narrative:
(B)(4). The pt is reportedly asymptomatic and the surgeon has elected to monitor the pt radiographically instead of revising the construct. These two factors suggest that the construct is stable despite the minor loss in bony purchase. The pt's post-operative activity level is unk, but compliance with post-op physical activity. Limitation is potentially a contributing factor. If revision surgery occurs, investigation into root cause will continued. If relevant info is obtained, a f/u report will be filed. Review of pertinent labeling notes: "potential risks identified with the use of this device system, which may require add'l surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury. "If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the pt's activity level will dictate the longevity of the implant".

Event description:
An l5-s1 alif was performed on (B)(6) 2013 to address adjacent segment disease of an l4/5 previous fusion approx 3 years prior. During a f/u visit, it was discovered that the superior bone screws had partially pulled out of l5, allowing the plate to separate from the anterior portion of the vertebral body. The screws are still locked within the alif plate and are intact. The inferior screws are firmly secured in her s1 vertebral body.